Event description:
It was reported to the manufacturer by the end user, per the end user, "she does not know what happened other than that the patient fell out of the bed. She did not have any details to add to the report and stated when asked that there were no witnesses. When asked if the patient needed or required any medical attention, she said no." During the service call visit, she mentioned that the patient fell as a result of the mattress over-inflating. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.